Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system lost suction strength. Additional event details have been requested.

Manufacturer narrative:
This is a duplicate report. Please refer to manufacturing report number 2015-100338. (B)(4).